Event description:
It was reported that a homechoice machine experienced an electrical discharge. It was not specified when in the process this occurred. It is unknown if the patient was connected at the time of the event; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pneumatic system testing was performed, and no issues were observed. Functional testing of the electrical system revealed that the device was operating per specification. A short simulated therapy was performed with no issues noted. A review of the alarm log did not reveal any issues related to the reported condition. A device history review was performed and revealed no previous service events related to the reported condition. A review of the service history record found no previously reported issues related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.